Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to a pinhole on the bending section cover, water tightness was lost. The light guide bundle had significant breakages. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope had a leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material falling off the channel and a residual liquid or foreign material was coming out of the forceps channel port. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.